Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage because the device in question has not been returned to resmed for inspection. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient was hospitalized and subsequently expired on (B)(6), 2022 due to esophageal cancer. It was reported that the patient had been using an airsense 10 autoset device for a few years leading up to his death. It was reported that the patient used a uv cleaner to clean their device. It was alleged that resmed device may have contributed to the patient¿s death based on the information out there about the philips devices. There was no allegation of a specific device malfunction.